Event description:
It was reported that post deployment of t1, t2 did not fire after the bite was taken, hence the stitch could not be taken. No patient injury was reported.

Manufacturer narrative:
Updated information. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed the delivery needle is bent. No ts and suture remain on the delivery needle but were returned. Examination of the construct showed t1 is bent. T2 and the suture show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bent needle. Per the device instructions for user, under warnings: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Foreign post code - (B)(4).

Event description:
It was reported that, during an unknown surgery, it was a post deployment of t1; t2 did not fire after the bite was taken, hence the stitch could not be taken. Both ts were removed. A back-up device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. Event description updated.

Event description:
It was reported that post deployment of t1, t2 did not fire after the bite was taken, hence the stitch could not be taken. Ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.